Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor saline breast prosthesis (left side), cat # and lot # unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a bilateral breast augmentation revision procedure with unspecified mentor saline breast prostheses that deflated after implantation. Deflation was discovered before surgery when it was observed that the breasts lost volume. In addition, patient experienced capsular contracture (baker grade iii) in both breasts. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 325cc gel breast prostheses on (B)(6) 2017. Both explanted breast prostheses were discarded. The patient experienced no accompanying symptoms, was not hospitalized, and has since fully recovered. This medwatch report is for the right breast prosthesis.